Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were not communicating with the server. A technical support specialist dialed into the server via securelink and observed hsv notice 18 (pharmacy order delayed/down). A server downtime query revealed the cce disconnected flag = 1. The following services were restarted: cfnexternalmessagingservice / bd external messaging service, net.pipe listener adapter, net.tcp listener adapter, net.tcp port sharing service, and bd pyxis external inbound processor service. As the issue persisted, the interface services utility ¿ cce (build 1) package was deployed to the cce server. The cce disconnected flag then reset to 0, and messages began flowing with xml/msg counts increasing and decreasing as expected. The system was monitored, and the customer was informed. The pharmacist confirmed that everything was back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were failed to communicate. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.